Manufacturer narrative:
(B)(4). This device remains implanted and in service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that eight days after initial implant, the patient experienced bradycardia with drop in blood pressure. Device interrogation showed that the device exhibited high capture threshold due to loss of capture (loc). The patient was transferred to the intensive care unit (ICU) for additional intervention. On the same day, the patient underwent surgical intervention to reposition this pacemaker. The device remains in service. No additional adverse patient effects were reported.